Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Images were provided for review. The provided imagery was evaluated, and the following observations were noted: the commander delivery system had a balloon burst and the distal tip with distal part of balloon separated from the rest of the commander delivery system. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over inflation of the balloon. The reported balloon burst was confirmed based on evaluation of provided imagery. Available information suggests that patient that patient factors (calcification, pre existing valve) likely contributed to the event as per provided information patient presented calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported difficulty or inability to withdraw system through sheath was confirmed based on evaluation of provided imagery. Available information suggests that procedural factors (altered balloon profile) likely contributed to the event as per information provided the balloon burst during valve deployment. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, depending on withdrawal difficulty code], which could have led to the observed withdrawal difficulty. The reported components separate during use was confirmed based on evaluation of provided imagery. Available information suggests that procedural factors (device manipulation) likely contributed to the event as per information provided withdrawal difficulties were faced when attempting to retrieve the burst balloon inside the esheath tip. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h10 have been updated.

Manufacturer narrative:
E1 phone number (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach within a preexisting non edwards surgical valve. A pre dilation with a 18mm non compliant balloon was performed. The non edwards balloon burst at the end of the inflation. During deployment of a 23mm sapien 3 ultra valve, the 23mm commander delivery system balloon burst. There were difficulties removing the delivery system through the 14f esheath plus. After some pulling, the internal catheter of the delivery system detached from the flex catheter and it was decided to remove both delivery system and sheath together as a unit. The sheath was severely damaged. A new 14f esheath plus was opened and placed. A post dilation of the valve was performed using a non compliant 22mm balloon. The patient did not suffer any injury due to the event. However, at the end of the procedure, a cardiovascular surgeon performed a vascular closure of the access site due to patient obesity. The patient was noted as to be doing well. The perceived root cause of the balloon burst was the preexisting perceval valve stent.